Event description:
I had the essure implanted in (B)(6) 2013. Since then I have had abnormal periods that are very heavy, severe cramping, sever backaches, extremely tired yet have insomnia, achy from head to toes, moody, tingling in fingers, muscle weakness, no energy, weight gain, severe bloating, symptoms of pregnancy constantly. I am completely miserable since essure and have had never had any of the above symptoms prior to having essure implanted. I chose essure so I didn't have to be sedated, so I could have an out pt, in office procedure. Little did I know that my life would change in a million horrible ways since then. Now I will have to be sedated and go under the knife to hopefully get my life back. Please take this off the market so other women do not have to suffer like thousands of us are.

Event description:
Add'l info rec'd for report # mw503373 on 1/28/2014: this is a f/u report in reference to mw5033273. I was implanted with essure in (B)(6) 2013. (See initial report for details). On (B)(6) 2014, I had an abdominal hysterectomy with everything removed besides my ovaries. All of the symptoms and problems I listed in my initial report have since went away. Besides the horrible pain and suffering, I am now enduring with the serious surgery I had to go through. I had the essure implanted to avoid a surgery and instead I had to have major surgery. My mother and grandmother did not ever have to have a hysterectomy and I would not of had to have one if it wasn't for essure. I hope this horrible device is taken off the market to save other women from all the pain and suffering I had to endure. Thank you.